Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 1.3005168196-2020-00485, 2.3005168196-2020-00486.

Event description:
The patient was undergoing a coil embolization procedure in the iliac and femoral artery using pod coils, ruby coils, a lantern delivery microcatheter (lantern), and diagnostic catheter. During the procedure, a pod coil would not advance through the lantern; therefore, the pod coil and lantern were removed. The physician then successfully placed a ruby coil in the target vessel using another lantern. Later in the procedure, the second lantern was removed, and while advancing a ruby coil through the diagnostic catheter, the ruby coil became stuck; therefore, the ruby coil was removed. The procedure was completed using another ruby coil, the second lantern, and the same diagnostic catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device in complaint was not expected to be returned; however, on 18-mar-2020 the device was received. Based on this information, corrections were made to: section d. Box 10: device available for evaluation?; section h. Box 3: device returned to manufacturer)?; section h. Box 3: device evaluated by manufacturer?; section h. Box 6: method code 1, method code 2, and method code 3; section h. Box 6: results code 1; section h. Box 6: conclusions code 1. Additional information was added to: section d. Box 10: returned to manufacturer on (mm/dd/yyyy). Results: the lantern has a rotating hemostasis valve stuck on the catheter shaft. The lantern was kinked approximately 2.5, 61.5, 69.0, and 114.0 cm from the hub. Conclusions: evaluation of the returned ruby coil revealed that the pull wire was not in the ddt alignment feature and was distal to the ddt, and the embolization coil was detached from the pusher assembly. If the device is manipulated against resistance, the pusher assembly may elongate beyond the reach of the pull wire and detach the embolization coil. Further evaluation revealed kinks along the length of the pusher assembly. These kinks were likely incidental to the reported complaint. Evaluation of the returned pod8 revealed multiple kinks throughout the pusher assembly and a fractured sr-wire. If the pod8 is forcefully retracted against resistance, damage such as a sr-wire fracture may occur. The kinks in the pusher assembly were likely incidental to the reported complaint and may have occurred while packaging the device for return. Evaluation of the returned lantern revealed kinks in multiple locations along the catheter shaft. The root cause of these damages could not be determined and may have been incidental to the reported complaint. Based on the complaint summary and the returned condition of the devices, the root cause of the reported complaints could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or the product lot number was not provided, therefore, the manufacturing records could not be reviewed. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported complaint due to the return condition. This report is associated with MFR report numbers: 3005168196-2020-00485; 3005168196-2020-00486.

Manufacturer narrative:
Please note that section h. Box 10. Narrative/corrected data on the follow-up #1 MFR report 3005168196-2020-00487 reported ¿¿the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or the product lot number was not provided, therefore, the manufacturing records could not be reviewed¿¿ this is incorrect and should have read ¿¿the product lot number was not provided, therefore, the manufacturing records could not be reviewed¿¿ h3 other text : placeholder.